Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was used for 42 minutes during a laparoscopic choledocholithotomy case and then a red warning light was observed. A piece of the active waveguide then disengaged and fell into the patient cavity. The piece was retrieved with forceps. There was no patient injury. Another dissector was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was not returned. The customer reported that the device component disengaged. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors.